Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, the user did not feel that the canister value was accurate because the total canister volume was 2477.00ml and the qbl was 168ml with "minimal" irrigation and amniotic fluid. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the user did not feel that the canister value was accurate because the total canister volume was 2477.00ml and the qbl was 168ml with "minimal" irrigation and amniotic fluid. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.